Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, over deliver of medical fluid was observed. It was reported that the customer estimated some amount of medical fluid was supposed to remain in the cassette; however, none was found in it. No patient injury reported.